Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient. Product ID: 3889-28, lot# v199904, implanted: (B)(6) 2009, explanted: (B)(6) 2013, product type: (B)(4).

Event description:
It was reported that the patient mentions they had several surgeries for their stimulator. It was reported that the replacement was not due to normal battery depletion.